Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
At this time the product remains in service. If additional information becomes available, this event will be updated.

Event description:
New information was received from that patient that cardiopulmonary resuscitation (CPR) had to be performed due to the lead issue. A report was also received from the clinic that stated that the lead had fractured. No additional adverse patient effects were reported.

Event description:
Boston scientific crm received information that during the implant procedure noise on the ventricular channel was noted through the pacing system analyzer, but cleared up when the lead was connected to the device. The following day noise with pacing inhibition was noted. A chest x-ray was taken and the terminal pin on the lead appeared to be through the connector block on the device header. Boston scientific technical services stated that it unclear if the noise is being caused by set screw connection or a lead issue. The rv lead was explanted and a new lead was successfully implanted with the same device. No adverse patient effects were reported.